Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. There is a potential risk of electrical shock for the operator when performing the daily routine checks with the structure door opened. It may potentially happen that the operator touches parts with high voltage inside the structure. This may potentially result in a serious injury or even death of the operator. Probability: b (improbable). The daily routine checks that must be performed by the operator do not require, that he touches or come close to electrical parts. The user is trained for doing these tasks and are aware of the risk by the electricity. There is a warning in the operator manual. However, we cannot completely exclude the possibility of an electrical shock if the user touches electrical parts, that are not supposed to be touched. There is no serial number associated with this device as this is an internally generated event. This product problem was found internally and as such there is no specific machine affected by this product problem. Therefore a serial number is not available.

Event description:
A potential product issue has been identified internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. During an internal review of documentation and labeling, some discrepancies were identified between the spec for labels affixed to the system and their corresponding descriptions in the operator's manual. Further investigation is underway, as there is a potential that some labels located behind covered doors (intended for service personnel and in english only) may not have been translated into local languages. These areas may become visible or accessible to users during daily maintenance tasks. There has been no mistreatment or injury reported and further investigation is underway for cause determination and final corrective action.